Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported, to date diagnostic testing has not been completed. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to the patient's reported post operative pain. If / when additional information regarding this patient's clinical course is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It has been reported that on (B)(6) 2010 the patient was implant with a bard perfix plug on the right side. As reported following implant the patient began to experience pain in the right groin and testicle. As reported on (B)(6) 2017 the patient had an office visit with the implanting surgeon regarding his right groin pain. It is reported that the surgeon ordered an MRI or CT scan to be performed. As reported the patient is being seen at a (B)(6) hospital and due to hospital backlog, to date the diagnostic testing has not been scheduled. The contact reports that the imaging results will be provided, when available.